Event description:
It was reported that during a procedure, the fiber broke in the ureteroscope at the end of the procedure. The detached fiber piece was removed from the kidney of the patient. It was a digital ureteroscope with pierced sheath. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that at the end of a procedure, after 15 minutes of laser fragmentation without any potentially traumatic maneuvers, the fiber broke at about 25 mm from the fiber tip in the ureteroscope. The physician was in the process of breaking a kidney stone. The detached fiber piece was removed from the kidney of the patient. There were no patient complications.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.